Manufacturer narrative:
Part number# 124-80 is not distributed in the us; however these is a device of essentially identical design distributed in the us. Applicable 510k# for us distributed part is k965132. The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company received a report where it was claimed that after three days use the tube developed a air leak in the inflation line. Extubation and reintubation of a replacement tube was required.